Manufacturer narrative:
Unit was tested and evaluated. Verified system operation. Unit performs within manufacturer specifications. Hematomas are a known side effect to lithotripsy. The labeling information regarding "clinical hematomas." As stated in our operators manual under "potential adverse events with eswl" .... "Clinical significant intrarenal or perirenal hematomas occur in <1% of lithotripsy treatments. These patients typically present with severe, chronic flank pain. Although clinically significant hematomas often resolve with conservative management, severe hemorrhage and death have been reported. Management of severe renal hemorrhage includes the administration of blood transfusions, percutaneous drainage or surgical intervention."

Event description:
Allegedly, post a lithotripsy procedure, patient presented with hematoma and was admitted to the hospital and received blood transfusions. Patient was later discharged and is stable and recovering.